Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the tech had placed the tr band on the patient after the cath lab procedure (standard use) and when the patient was in post-op care the balloon had deflated. The tech attempted to re-inflate the balloon with the syringe and he could hear the air coming out of the balloon, therefore, he used another vendor radial closure device (merit band) and hemostasis was achieved. No blood loss was reported, and the patient was in normal condition. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use; the same way they always have stored the tr bands in the sterile core cabinet. There were no issues encountered during device use, used per normal and patient was sent to recovery. The balloons were inflated by the rt other manufacturer band was used after trying to reinflate the balloon and still found the balloon to be leaking.